Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device - failure to follow steps/instructions. Evaluation summary: visual inspection was performed on the returned device. The reported difficulties were unable to be confirmed as the stent had already been fully deployed. Based on the reported information, the difficulties were user related. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. It should be noted that the supera instruction for use instructs: while maintaining increased magnification from step 3, rotate the deployment lock to the unlocked position. The investigation determined the reported difficulties were due to user error. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the mid superficial femoral artery. A 5.5x150mm supera peripheral stent system was advanced to the lesion and thought to have been deployed; however, when the device was removed the stent was still on the device. It was noted that the physician did not unlock the device when deploying it. Additionally, resistance was felt when removing the device and the stent stretched greater than 10%. The procedure was successfully completed with an unknown stent. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.